Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number 1944774 event occurred in the united states it was reported that patient faced infusion set tubing detachment from connector event on (B)(6) 2024. The infusion set was in use for 1 day. The glucose level was 338 mg/dl. No further information available.